Manufacturer narrative:
Method: (process evaluation): device history record review. Results: (evaluation result): based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause nonconforming lens. Physician report does not indicate that any exceptional event or condition would have caused incorrect size selection of the lens. (B)(4).

Event description:
The surgeon implanted a +21.0 diopter aq2010v silicone three piece lens in the patient's right (od) eye on (B)(6) 2007. Subluxation of the lens and vitreous prolapse was noted resulting in the explant of the lens on (B)(6) 2015. A different power lens was implanted and a 10.0 nylon suture closed the wound. The customer indicated the event was the result of a mispower of the lens.

Manufacturer narrative:
Pt weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint information and work order search, we are unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Method: medical review. Results: external force (such as trauma, eye rubbing, extreme coughing and constipation ) and wrong lens size could contribute to lens subluxation. Given the above information most likely the wrong size of lens caused the event. Wrong lens sizing is a user failure mode that could be consequences of measurement error, patient condition and/or poor correlation between measurements and sulcus to sulcus distance. Conclusion: based on the complaint history, lens work order search and medical review, the like root cause of the event was a user's error. (B)(4).